Manufacturer narrative:
Investigation summary post market vigilance (pmv) received one device. The visual inspection of the device noted the grey flapper valve was disengaged. The obturator was received. The insufflation port was cracked. The trocar balloon appeared intact. The inflation syringe was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged grey flapper valve and cracked insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral laparoscopic inguinal hernia repair procedure, while the mesh was being placed through the trocar, the device¿s rubber/valve seal disengaged and fell into the patient¿s cavity. In order to resolve the issue, a second structural balloon trocar was inserted and the rubber seal was grabbed and removed through the trocar. No patient injury.